Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during water filling in the arctic sun the circulation pump had not enough power to suck the water from the bottle. It was also observed that the vacuum was too low. The problem was found during onsite maintenance. Additionally, the tech stated that the circulation pump needed to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during water filling in the arctic sun the circulation pump had not enough power to suck the water from the bottle. It was also observed that the vacuum was too low. The problem was found during onsite maintenance.